Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose level was 400 mg/dl. Customer had a problem with the plunger on the back of the reservoir that was sticking out, stated that there were a crack around the reservoir window, 3 to 4 of an inch by the reservoir compartment and drive support cap. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device pass displacement test. Device received with cracked reservoir tube window, cracked case from reservoir tube window corners and cracked reservoir tube lip. The drive support disk was inspected and found loose/protruded.